Manufacturer narrative:
Final device analysis of the implantable neurostimulator (serial # (B)(4)) revealed the following: the setscrew was backed out too far. Final device analysis of the implantable neurostimulator (serial # (B)(4)) revealed the following: the setscrew was backed out too far.

Event description:
It was reported that the surgeon tried 2 implantable neurostimulators (inss) and 2 torque wrenches but was unable to tighten the set screws in the header block even after hearing "clicks". It was noted that the lead was still able to be pulled out. The reporter stated that the issue happened intra-operatively on both inss. It was however possible to get the 3rd new ins tightened without issues. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.